Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 407652, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis revealed ***ICD***the returned device did not detect any performance issues, but the calculated longevity result of 80% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The returned device did not detect any performance issues, but the calculated longevity result did not meet the expected value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had early battery depletion. It was also reported that the right atrial (ra) lead had high thresholds and at the device change out were within normal thresholds range. The device was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.